Event description:
The patient received an scs system which includes two leads from the same lot. It was reported the patient suddenly stopped feeling stimulation. Diagnostic testing revealed invalid impedances. The physician suspects lead fractures. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.